Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported there were high pressure alarms at testing. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; the tamper seal was all intact. There was no evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation and functional testing. The device displayed a 1260 error code alarm message and went unto displaying different error codes each time during powering up. Therefore, the pressure switch test was unable to be performed. It was recommended that the downstream occlusion sensor be replaced as a preventative measure. No fault was found. The root cause was unknown. The product is 15 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: correction: d4: model number: 6400.